Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date, d9: returned to manufacturer date and h6: impact code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this (device) was part of a system revision due to bacterial infection. Reportedly, the patient also had a swelling in the pocket site. Furthermore, the patient also had fever. There were no additional adverse patient effects reported. All available information indicated that the rv lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture the investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to bacterial infection. Reportedly, the patient also had a swelling in the pocket site. Furthermore, the patient also had fever. There were no additional adverse patient effects reported. All available information indicated that the rv lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient also had a swelling in the pocket site. The patient had an auto-immune disease that makes the skin fragile. Furthermore, the patient also had fever. The patient was then brought to the where it was determined that there was a bacterial infection in the lungs presumably due to a pneumothorax caused by puncturing of the lung at the time of the initial procedure. There were no additional adverse patient effects reported. All available information indicated that the rv lead remains in service.